Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on (B)(6) 2020 due to an infection, approximately 1 month after primary surgery on (B)(6) 2020. Surgeon explanted 36/+3 standard humeral cup, 36 centered glenosphere with screws, glenoid baseplate, size 12 humeral stem. No new products were implanted.